Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. The suture popped off the needle during surgery. It is unknown as to what type of tissue was being sutured at the time. A new suture from a different lot was used to complete the procedure. There were no adverse consequences for the patient. No further information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)9(4). Related events captured via 2210968-2022-06891 and 2210968-2022-06893.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/06/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information:  d9, h3, h6 h6 component code: g07002 - no device problem found h3 evaluation: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that packets of product returned with the packaging closed. Upon initial inspection, of the sample, no external damages were observed on the packets. A visual inspection was performed on samples, the packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issues related and no defects were observed during evaluation. A functional test was performed, and the pull force result was above the minimum requirements. The device performed without any defect noted. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Representative samples returned to support investigation of multiple device issues captured in reports 2210968-2022-06891, and 2210968-2022-06893. Analysis results have been included in follow-up reports for each.